Event description:
It was reported as part of the (B)(6) clinical study that during surgery for a study subject, a hairline fracture of the greater trochanter was noticed. It is suspected that the crack was caused intraoperatively.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported as part of the secur-fit advanced clinical study that during surgery for a study subject, a hairline fracture of the greater trochanter was noticed. It is suspected that the crack was caused intraoperatively.

Manufacturer narrative:
Additional information was requested and if it becomes available will be submitted in a supplemental report. Device remains implanted.